Event description:
The following was reported to gore: on (B)(6) 2026, a patient was treated for a left iliac artery stenosis. During the procedure, two 8 fr introducer sheaths were inserted from the right and left femoral arteries. A 6 fr introducer sheath was inserted via the left brachial approach. An initial diagnostic arteriography was performed to define the therapeutic strategy, which demonstrated a previously implanted bare metal stent (unknown manufacturer) in the right iliac artery with preserved patency. Two hydrophilic guidewires were advanced, one in each iliac artery, followed by the placement of two 9 × 60 mm peripheral balloons, which were simultaneously inflated to nominal pressure. After the devices were flushed from the guidewire lumen port, two gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device), with a 10x10 in the right iliac artery and 9 × 10 in the left iliac artery, were placed and deployed. As the delivery system was being withdrawn, resistance was encountered while pulling the catheters over the guidewire, prompting additional irrigation. The physician applied controlled traction to complete delivery catheter retrieval. Next, two 9 × 60 mm balloons were positioned and a kissing balloon technique was performed to ensure proper stent apposition against the arterial wall. Control angiography demonstrated adequate expansion and optimal positioning of both viabahn® devices, with no complications. When the right femoral introducer sheath was withdrawn, it was found the distal catheter segment was detached. As reported, resistance was experienced during withdrawal, but there was no indication the distal segment of the second catheter was caught on any structure. Upon inspection of the removed catheters, the second catheter was also missing its distal segment. Fluoroscopic imaging showed the fragment was within the left femoral artery. A snare was advanced via radial access, successfully retrieving the broken segment. The procedure was completed without clinical repercussions and without impact on the therapeutic outcome. The patient did not experience any adverse consequences. The physician reported difficulty with the catheters sliding over the hydrophilic guidewires may have contributed to the malfunction, despite irrigation prior to implantation.

Manufacturer narrative:
B5: event description was updated. D4 and h4 were updated. After further investigation, it was determined the device lot/serial number need to be corrected. Device was returned on march 11, 2026. The product investigation report conclusion states: the primary reported failure mode, related to difficulty withdrawing the delivery system post-deployment, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory; however, the distal shaft was broken near the transition, which may be indicative of withdrawal difficulty. The primary reported failure mode was also unable to be confirmed via imaging evaluation of the available clinical items due to differences between conditions seen in vivo and those observable with static radiographic images. As reported, resistance was encountered while pulling the catheter over the guidewire as the delivery system was being withdrawn. While the physician reported that difficulty with the catheter sliding over the hydrophilic guidewire may have contributed to the reported withdrawal difficulty, a causal relationship could neither be confirmed nor refuted. Therefore, the root cause of the primary reported failure mode could not be established with the available information. The secondary reported failure mode, related to distal shaft separation, was confirmed during engineering evaluation and is consistent with observations via visual analysis of the non-clinical photograph provided from the field. As reported, the secondary reported failure mode is likely a result of the primary reported failure mode, and the cause for both could not be determined with the available information.

Event description:
The following was reported to gore: on (B)(6) 2026, a patient was treated for a left iliac artery stenosis. During the procedure, two 8 fr introducer sheaths were inserted from the right and left femoral arteries. A 6 fr introducer sheath was inserted via the left brachial approach. An initial diagnostic arteriography was performed to define the therapeutic strategy, which demonstrated a previously implanted bare metal stent (unknown manufacturer) in the right iliac artery with preserved patency. Two hydrophilic guidewires were advanced, one in each iliac artery, followed by the placement of two 9 × 60 mm peripheral balloons, which were simultaneously inflated to nominal pressure. After the devices were flushed from the guidewire lumen port, two gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device), with a 10x10 in the right iliac artery and 9 × 10 in the left iliac artery, were placed and deployed. As the delivery system was being withdrawn, resistance was encountered while pulling the catheters over the guidewire, prompting additional irrigation. The physician applied controlled traction to complete delivery catheter retrieval. Next, two 9 × 60 mm balloons were positioned and a kissing balloon technique was performed to ensure proper stent apposition against the arterial wall. Control angiography demonstrated adequate expansion and optimal positioning of both viabahn® devices, with no complications. During removal of the right femoral introducer sheath, presence of a distal segment of the delivery catheter was identified. As reported, only resistance was noted during withdrawal. There was no indication that the distal tip was caught on any structure. Upon inspection of the removed catheters, one was found to be missing its distal tip. Fluoroscopic imaging localized the fragment within the left femoral artery. A snare was advanced via radial access, successfully retrieving the broken segment. The procedure was completed without clinical repercussions and without impact on the therapeutic outcome. The patient did not experience any adverse consequences. The physician reported difficulty with the catheters sliding over the hydrophilic guidewires may have contributed to the malfunction, despite irrigation prior to implantation.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: device component is expected to be returned for engineering evaluation. The viabahn® devices remain implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.